Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer on-site. The pressure transducer test failed and the pressure transducer printed circuit boards (pcb) was cleaned. The device passed all performance tests and could be returned to clinical use. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.